Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir of the insulin pump had a leak. The blood glucose level of the customer was unknown. The customer reported that due to the leak in the reservoir the time and the date setting function was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was programmed with correct time and date. Device was monitored for four hours and no time anomalies were noted. Device alarmed motor error during rewind due to corroded motor home switch. Unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Traces of moisture found at the electronic assembly per visual inspection.